Manufacturer narrative:
(B)(4). Results: fractured-cracked ramp pre analysis. The analysis results found that the device was received with one the jaw ramp broken. This condition suggests that the jaw was disengaged from the cam, potentially causing the reported event, as the condition would not allow the jaws to collapse in order to remove the trocar. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown laparoscopic procedure, the device could not be pulled out from a trocar after firing. Eventually, the device was removed from the patient with the trocar. The trocar was ez port. Another device was used to complete the case. There were no adverse consequences to the patient.